Event description:
Related manufacturer reference number: 2017865-2022-00769. It was reported that a patient presented remotely via merlin.net with oversensed noise on their atrial lead and right ventricular (rv) lead. No changes or intervention were performed; the patient will continue to be monitored. The patient condition was stable.